Event description:
A post-operative cardiac cine film showed that one leaflet was closed. During reoperation, the subvalvular tissue was seen inside the carbon orifice. The valve was explanted and the subvalvular structures were excised.